Event description:
It was reported that during a prostate procedure, a fiber connection error occurred at 341,953 joules of use. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber and cap refer to thermal problem. Fiber analysis: a circumferential fracture of the glass cap was found distal to the fiber/cap fusion zone; the glass cap/fiber proximal to the fracture was found to rotate independently of the metal cap. The fiber connector was tested and no connection issues could be verified. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also cause forward firing of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure.